Event description:
It was reported that both of the patient's leads were exposed but the patient did not report any symptoms. The hair covered the exposure so the patient did not know it was visible. The factors that may have led to this issue was the rep was told the patient's scalp is very thin. The leads and extensions were explanted and replaced. The issue was resolved.

Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot#: va24afn, implanted: (B)(6) 2020, explanted: (B)(6) 2022, product type: lead. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2022, product type: extension. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2022, product type: extension. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 08-oct-2022, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 08-oct-2024, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 08-oct-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.